Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. Customer stated that the insulin pump had low battery alert with replace battery alert. No harm requiring medical intervention was reported. Customer successfully performed troubleshooting, customer will discontinue to use insulin pump.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged battery is not lasting long found on (B)(6) 2021. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Pump passed the displacement test, self test and active current measurement. However, failed the sleep current measurement due to traces of moisture damaged on force sensor and electronic assembly pcba1. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In summary, customer alleged battery lasts less than expected confirmed due to moisture damaged. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.